Event description:
It was reported that after an unspecified surgical procedure it was observed that there was a split in the cord of the foot control device and the wires were exposed. There was no patient involvement reported. No patient or user injury was reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported split in the cord exposing the wires was confirmed. An assessment was performed which found a cut in the cord exposing the wires. It was determined that this condition was due to mishandling (user error) by allowing the cord to come in contact with a sharp object. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.